Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the event occurred, due to a faulty power supply unit and a faulty circuit board. The specific root cause of these failures could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system processor was "getting restarted automatically". The issue was found during preparation for a therapeutic laparoscopic nephrectomy procedure. The procedure was completed with a similar device with no delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, it was found that the power was intermittent due to a faulty power supply unit. Additionally, the front panel switches were intermittently working due to a faulty circuit board. Dust was found inside the equipment and tracks of flat cables were found rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.